Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, d1, h4, h6 (medical device - problem code, component codes).

Event description:
It was reported that during a self-check prior to use on a patient, the cs300 intraaortic balloon pump (iabp) alarmed and automatically fills the fault. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After the engineer checked, it was found that the k5 valve was faulty and could not be opened. The fse replaced the purge valve assembly. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a self-check prior to use on a patient, the cs300 intraaortic balloon pump (iabp) alarmed and had a start-up failure. There was no patient involvement, and no adverse event reported.